Manufacturer narrative:
H3 other text : third party service center

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. In addition of the above evaluation, the device's front case, oxygen blending module housing, filter duct assembly, universal porting block and handle were replaced, which was not related to the malfunction/issue.